Manufacturer narrative:
(B) (4): evaluation results: device history review found the product met specifications when released for distribution. Conclusion code: cause of event attributed to a pt related condition. . Analysis: upon receipt at medtronic's quality laboratory, all leaflets were in the closed position with a small gap at the point of coaptation. All leaflets were stiff due to tan, thrombotic host tissue on the outflow. Remnants of glistening off-white pannus remained attached to the sewing ring on the inflow adjacent to the left cusp extending 1 to 5 mm onto the left and right cusps, slightly reducing the inflow orifice area. Pannus remained attached to the aortic wall on the outflow adjacent to the non-coronary and left cusps and all commissures. Pannus was noted on the outer aortic wall extending along the sewing ring. Thick, tan thrombotic host tissue filled and stiffened all cusps on the outflow extending between the left and right coaptive ridges. Radiography shows no evidence of mineralization in the valve and host tissue. Conclusion: the DHR for this device was reviewed and no issues were shown that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a pt related condition.

Event description:
Medtronic received info that this bioprosthetic valve, implanted 13 months, was explanted due to aortic insufficiency.